Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental report. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during a coil embolization procedure, the embolization coil did not advance within the microcatheter and was reported to unintentionally detach within the microcatheter. The coil system and microcatheter were removed together successfully. There was no report of harm or injury to the patient, who was reported to be doing fine.

Manufacturer narrative:
The investigation of the returned coil system found the pusher body coil with a wave-like shape and the implant deformed and separated from the delivery system. The pusher showed signs of activation using a detachment controller as the distal pet was melted; however, the investigation of the pusher's monofilament showed no signs of activation. The monofilament was found to experience a tensile break based on the profile of the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. As per the event description, the coil could not advance through the microcatheter, indicating that the coil did not reach the target site; therefore, it is likely the pusher was activated using a detachment controller after the coil separated from the pusher from excessive force. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.